Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that light source bulb on the operating console had gone out, and it sounded as if it had popped inside during the scheduled vitrectomy with oil and gas surgery. The surgery was postponed. No harm was done to the patient. Additional information received stating that the operating console stopped in the middle of the surgery. The secondary surgery was performed the next day.